Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2007, at 1:27 am, the lay-user/pt contacted lifescan (lfs) (B)(4), alleging that the one touch ultra 2 meter is reading inaccurately high. This complaint is classified according to the documentation of the customer care advocate (cca). On (B)(6) 2007 at 9:41 am, the pt reported blood glucose results of "90 and 161 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The pt indicated that she took her 0.5 mg of "novonorm" based on the alleged inaccurate reading of "161 mg/dl." At 11 am, the pt developed symptoms described as "weak, trembling, and confused." When the pt tested again, she obtained a blood glucose reading between "70 and 80 mg/dl." According to the pt, when she obtains blood glucose readings as such, she would feel hypoglycemic. The pt ate sugar cake and banana at the time of concern. The pt also took "cupramine" to treat her diabetes condition. During troubleshooting, the customer care advocate (cca) verified that the test technique was correct, the punctured area was cleaned appropriately, the test strip vial was in good condition, the blood sample source was from an approved testing site, the lfs test strips were within the discard date, meter was coded correctly, and the unit of measurement was correctly set to mg/dl. This complaint is being reported because the pt developed symptoms that can be suggestive of hypoglycemia after she took oral diabetes medication based on the allegedly inaccurate elevated blood glucose. The meter and test strips did not pass the lifescan's precision criteria. Replacement products were sent to the pt.